Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of over 1000mg/dl three weeks ago. Troubleshooting was performed. Reviewed the alarm history and found no delivery alarms. Ran a fixed prime and high pressure test and the tests passed. Advised the customer to contact her doctor regarding her high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.